Event description:
It was reported that the pt fell and hit their head near the implant site. After the fall, the valve was not functioning properly and was explanted.

Manufacturer narrative:
The returned valve was not patent due to several large tears over the cassette assembly and in the delta chamber. This damage precluded all further testing. The returned valve had damage to the inlet connector, and the surrounding silicone. There was a tear in the silicone base next to the proximal occluder. The valve had several small holes in the top of reservoir, consistent with damage caused by needle puncture. A large tear extends from the top of the cassette assembly down around the side of the assembly, and there are another two additional long tears on the side of the adjustment mechanism. There were two small tears in the top of the delta chamber. One large tear in the top of the delta chamber, and several other tears in the side of the delta chamber. The most distal tip of the outlet connector was also missing. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance.